Event description:
It was reported that leakage occurred during use with bd q-syte¿ extension sets 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter. "The nurse found the leak in the process of patient's infusion, and then they tried using flush and syringe,found the location of the leak at top." 30 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received a total of eight q-syte extension assemblies. Our quality engineer inspected the samples for evaluation. Four units were received within sealed packages and four units were received with no packaging material. Three of the four used units were attached to syringes. Damage in the form of tears were observed with the used units on the slits of the top and bottom disks and the column walls. The fourth used unit displayed the top and bottom bodies separated at the weld line. On the fourth unit there were acceptable traces of weld present on the rim of the top and bottom bodies which confirms a bond was provided during manufacturing. There was no damage observed on any of the unused units. A water leak test was performed where leakage was not observed on the unused units and used units #2 and #3. Used unit #1 did leak from the vent hole in the column wall. Used unit #4 could not be tested as the top and bottom bodies were separated. The reported issue was confirmed with used unit #4 however a root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with bd q-syte¿ extension sets 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, "the nurse found the leak in the process of patient's infusion, and then they tried using flush and syringe, found the location of the leak at top." 30 occurrences were reported.